Manufacturer narrative:
The investigation into the reported event is ongoing. Any additional information will be reported in a follow-up report.

Event description:
The paddle distractor broke during surgery. No additional information is available at this time.